Manufacturer narrative:
Concomitant medical product: 800sc32 heart band, implanted: (B)(6) 2021; 40027 valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a staphylococcus infection. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.